Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on sunday evening with blood glucose level was 500 mg/dl and 600 mg/dl. Customer current blood glucose level was 185 mg/dl. Customer experienced symptoms such as vomiting. The customer was treated with insulin drip and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.